Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 17, 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.

Event description:
Complaint received from int'l affiliate. Customer reports "off/tubing-connector" during patient use. There was no reported patient injury or medical inervention. Although requested, no additional information is available.